Manufacturer narrative:
The following devices were also listed in this report: delta v-40 ceramic head 36/-5, cat#6570-0-036, lot#51415303. Proximal fem comp std; cat#64951001; lot#elxkn. Gmrs extension piece 30mm; cat#64956030; lot#eljmc. Gmrs extension piece 120mm; cat# 64956120; lot#el8cl. Gmrs connection piece 80mm lft; cat# 64956008; lot%ctd4542. Md vit slv and 2.0mm homog cbl; cat#6704-0-510; lot#50451405. 6.5 cancellous bone screw 50mm; cat#2030-6550-1; lot#mlh4dt. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. An event regarding infection involving an unknown liner was reported. The event was not confirmed. Method & results: device evaluation and results: not performed as product was not returned medical records received and evaluation: no medical records were received for review with a clinical consultant device history review: could not be performed as lot code information was not provided. Complaint history review: could not be performed as lot code information was not provided. Conclusion: the event could not be confirmed and the exact cause of the event could not be determined because insufficient information was provided. Additional information, including device lot/catalog information, pathology reports confirming the strain of bacteria, operative reports, progress notes, and x-rays are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened.

Event description:
Postoperative diagnosis: patient had index r hip replacement out of scope of cors. Patient underwent right total hip revision replacement (B)(6) 2015 for pji. Patient suspected again periprosthetic infection of right hip status post prior periprosthetic joint infection and returned to undergo revision with total femoral replacement (B)(6) 2015. Poly and head exchanged.